Manufacturer narrative:
The reported product is an unknown baxter transfer set. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as touching the end of the transfer set with bare hand, while connecting. The peritonitis was manifested by feeling ill, excruciating pain in the peritoneal cavity and cloudy bag. The patient was not hospitalized for the peritonitis event. The patient was treated with fluconazole (50mg, four tabs every other day for three weeks) and unknown intraperitoneal antibiotics (every third day, dose and duration not reported) for the event. Dianeal therapy was ongoing. At the time of this report, the patient was recovering from the event and reported feeling much better. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.